Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified de novo distal left anterior descending artery that was 90% stenosed. Pre-dilatation was performed. Then a 2.5x38mm multi-link 8 stent was attempted to advance but failed to cross due to the heavily calcified vessel. The physician kept attempting to push against resistance and the device still failed to cross. The shaft was noted as kinked and the distal edge of the stent implant was flared. The device was decided to be withdrawn and resistance with the anatomy was also noted. Once removed the shaft separated in two pieces (outside of the anatomy). The lesion was pre-dilated again and a same size multi-link was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material deformation, deformation due to compressive stress and material separation were confirmed. The reported failure to advance and difficult to remove could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the multi-link 8, multi-link 8 coronary stent systems (css) instructions for use (IFU) states: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. It is unknown if the IFU deviation contributed to the reported event. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.